Manufacturer narrative:
Correction: section g3 - the awareness date should have been 18feb2025 rather than 19feb2025.¿

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.